Manufacturer narrative:
Should have been reported as sep 1, 2020.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with loss of capture exhibited by the right ventricular lead. The physician determined lead revision was necessary and made an unsuccessful attempt to reposition the lead. The lead was ultimately explanted and replaced. The patient was in stable condition.